Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021:resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a patient developed a skin irritation. The skin irritation was described as blisters with drainage. The patient reports the skin irritation to be located under the lifevest as well as the patient's legs. The patient reports a history of skin sensitivity. The patient's doctor prescribed an oral medication (type unknown). There is no alleged device malfunction. Follow up was completed and the skin irritation was unchanged. The patient continues to wear the lifevest.